Event description:
It was reported that during remote follow up, patient presented with oversensing and undersensing due to small p-wave and baseline noise on their atrial lead. There are no patient consequences and will continue to be monitored.